Event description:
Healthcare professional reported event as "explanted device." Investigation is progress. Follow-up findings: "fractured band tube at the connector port side."

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii.